Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Device information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins was suspected to have depleted prematurely. In (B)(6) 2015 the device was started with the settings b+ 1- b+9- 3,5v ; 60micro sec ; 130hz, and normal impedance. Settings were changed to 2.5v and 40hz in (B)(6) 2015. On (B)(6) 2016 settings were changed back to 3.5v. On (B)(6) 2017 a fds message was shown on the clinician programmer. When the device was checked on (B)(6) 2017 impedance was normal and stimulation was off. There were no symptoms reported. No further complications were reported or anticipated.